Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports.

Event description:
It was reported that the patient was revised due to dislocation post-implantation. The liner was removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical devices-shell catalog#: 00620205020 lot#: unknown, smith and nephew stem catalog#:unk lot#:unk, smith and nephew head catalog#:unk lot#:unk. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Smith and nephew femoral head and stem was used with zimmer liner and shell. Zimmer-biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.